Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, during third inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.